Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in san diego, united states. Livanova field service engineer was dispatched and replaced patient pump 1 and the distribution board. Functional verification checks were performed and all tested within specifications. The unit has therefore returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report regarding a heater cooler 3t system, showing the errors pump 2 is not working in the patient circuit (e16). The issue occurred during procedure. There is no report of patient injury.